Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. D4: lot number updated based on the additional information provided.

Event description:
It was reported that during a procedure the coag function on the e-sep pencil did not work but the cut function did. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure the coag function on the e-sep pencil did not work but the cut function did. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.